Event description:
The maestro straight am attachment was sent for evaluation due to overheating during a routine field service maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
It was noted during testing at the manufacturer that overheating occurred from lack of lubrication in the bearings.